Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of foley catheter almost migrated out. Balloon was still inflated, but the patient¿s pad was saturated with urine. They checked the balloon at that time and added 1ml and changed the patient¿s pad. At the next round, they noticed the pad was wet again. Then took the catheter out and inserted a new one and the patient immediately drained a lot of urine. Per customer via phone on 25mar2024, there was no patient injury and it was leaking from the bag.

Event description:
It was reported that the balloon of foley catheter almost migrated out. Balloon was still inflated, but the patient¿s pad was saturated with urine. They checked the balloon at that time and added 1ml and changed the patient¿s pad. At the next round, they noticed the pad was wet again. Then took the catheter out and inserted a new one and the patient immediately drained a lot of urine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "bad fit with connector". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.